Event description:
It was reported that during a procedure there was "break-through bleeding" when using a pneumatic tourniquet cuff. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. However, no packaging or labeling was returned so information such as lot number and manufacture date are unknown. The procedure date is also unknown. A visual examination of the device did not reveal any defects in the device. The complaint device was tested for leaks and passed all testing. The device maintained inflation and did not exhibit any leaks. Sss instructions for use state: "it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time." "Prior to surgery, select the proper sized cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large." "Follow established surgical guidelines to determine inflation, duration of procedure, pressure setting, time of inflation and timing of release." The reported event is not occurring more frequently or with greater severity than is usual for the device.